Manufacturer narrative:
(B)(4). At this time this product has not been returned to boston scientific for analysis. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that pacemaker had displayed end of life (eol) so quickly. The field representative indicated the right ventricular (rv) lead outputs had been increased. Boston scientific technical services (ts) discussed the current drain doubled when the pulse width was increased. The device was explanted, however, difficulties were encountered when removing the leads from the device header. Saline solution was used and the leads were eventually removed and remain in service. There were no adverse patient effects reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was eol. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared eol earlier than previously estimated. Microscopic visual inspection of the lead barrels and inner seal rings of the rv portion of the inner seal, identified evidence that the silicone seal rings within the lead barrel had bonded with the silicone seal rings of the lead. The pacemaker passed testing that verifies the performance of pacing and sensing.